Event description:
It was reported the customer received a compromised force sensor system alarm while priming their tubing. Customer's blood glucose was 180 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer also stated they did not drop or bump their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump alarmed during the displacement test due to excessive axial play on the motor. Unable to perform the prime test due to a constant alarm during the displacement test. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)